Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: - an error message about loss of external power is displayed, voltage spike on the rescue equipment. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. - the alarm was observable both visually and through hearing. The investigation is still ongoing.